Manufacturer narrative:
(B)(4). Product surveillance spoke with peritoneal dialysis (pd) nurse on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the incident. The pdn indicated the patient is trained and is very good about following proper therapy procedures. This complaint for a system error 2240 (air in set) that occurred during dwell 2 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell 2 of 5. A supply bag fell off the table and disconnected from the setup, causing the machine to alarm se 2240. The hp would restart the setup with new supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.